Event description:
It was reported that the rn observed that the tubing set was leaking at the site of the blue safety clamp during an iron infusion on an adult patient. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report of tubing set leaked at the blue safety clamp was confirmed. During visual inspection of the set received it was observed immediately that the silicone segment had a tear near the lower fitment. Visual examination under microscope noted no crush marks to the upper blue fitment. No other anomalies were noted during visual inspection. Functional testing observed a leak during priming. The cause of the leak was due to a tear in the silicone segment. The root cause of the customer's report could not be determined.

Manufacturer narrative:
Concomitant medical products: 25 ml baxter bag p391235, exp oct 20, 0.9% sodium chloride injection. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age and dob requested but not provided, however the customer stated that the patient was an adult.

Event description:
It was reported that the rn observed that the tubing set was leaking at the site of the blue safety clamp during an iron infusion on an adult patient. The customer later stated that there were no adverse effects caused to the patient from the event.